Event description:
Same case as: 2134265-2014-04633, 2134265-2014-04632, 2134265-2014-04767. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to the middle of left anterior descending artery (lad). During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. The first automatic pullback with the opticross¿ was done successfully. An unspecified stent was then implanted and the second pullback was attempted. When the pullback button was pressed, an error 215 appeared on the system and the automatic pullback failed. The motor drive unit (mdu), opticross¿ and galaxy intravascular ultrasound system sled were then reconnected and the system was restarted,however, the problem was not resolved. The imaging catheter was replaced with a new opticross¿ imaging catheter but still the problem persisted. The pullback was attempted four or five times before it was completed. The procedure was competed with an atlantis sr pro2 imaging catheter and a new mdu. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully underwent a continuous burn-in for 6 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-04633, 2134265-2014-04632, 2134265-2014-04767. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to the middle of left anterior descending artery (lad). During percutaneous coronary intervention(pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter. The first automatic pullback with the opticross was done successfully. An unspecified stent was then implanted and the second pullback was attempted. When the pullback button was pressed, an error 215 appeared on the system and the automatic pullback failed. The motor drive unit (mdu), opticross and galaxy intravascular ultrasound system sled were then reconnected and the system was restarted,however, the problem was not resolved. The imaging catheter was replaced with a new opticross imaging catheter but still the problem persisted. The pullback was attempted four or five times before it was completed. The procedure was competed with an atlantis sr pro2 imaging catheter and a new mdu. No patient complications were reported and the patient's status was good.